Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, h9110, sterling spherical bur, 3.5 mm, was being used on (B)(6) 2024 and ¿the doctor uses the shaver burr until shavings begin to come out, the doctor removes the input and realizes that a piece is missing that was left inside the patient and that he was later able to remove.". There was no impact or injury for the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 14 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: running standard shaver blades above 6,000 rpm may generate excessive particulate. Only ultra series shaver blades are intended to run 12,000 rpm maximum speed. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, h9110, sterling spherical bur, 3.5 mm, was being used on (B)(6) 2024 and ¿the doctor uses the shaver burr until shavings begin to come out, the doctor removes the input and realizes that a piece is missing that was left inside the patient and that he was later able to remove." There was no impact or injury for the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.